Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vitcm5_12.6 implantable collamer lens, -12.5/3.5/x90 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to an excessive vault and the problem resolved. The cause of the event was unknown.